Event description:
During the appendectomy the surgeon created a window through the mesoappendix and the base of the appendix was to be divided with use of the stapler. The stapler mis-fired causing spillage of intraluminal appendiceal contents consisting of pus and small flecks of stool, and multiple staples dropping into the field. The area was irrigated and aspirated. Some of the mis-fired staples were removed.